Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 580 mg/dl at time of incident and treated with manual bolus and change site. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports the auto mode feature was active. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. Customer reports insulin exited at the quick release. Customer declined to check their settings. Customer was able to perform high pressure test at this time. Customer reports they performed the high pressure test and test results was passed. The device will not be returned for analysis.